Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that since implant she has been getting settings adjusted, it helps urinary symptoms for a while , then patient has to get them reset. The patient stated last time she was at the doctor's office, a rep was at the desk and told her if she has any more problems to call and he would help. Patient wanting to set up appointment with the rep. The symptom reported was indicated as gradual by patient. The patient reported later that she went to the doctors office to have her permanent implant settings adjusted and the software wasn¿t holding the settings. The patient was advised to contact manufacturer. The patient indicator for use were for gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative indicated the patient was not following protocol ,systems were put in place and patient refuses to use them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on may 22nd reported they did not know the cause of that led to the software not holding the settings, but it happened often and they continually had to reset it and increase the strength. The patient stated the steps taken to resolve the software not holding the settings were they went back to the healthcare professional¿s office (hcp) several times to have new programs added and had it reset, but it did not help. There were no further complications that have been reported as a result of this event.